Event description:
It was reported that (3) harmonic scalpel handpieces were used during an unknown procedure. It was reported that the handpieces all emit solid tone and lockout. There was no consequence to the patient.